Event description:
Seven instruments were returned for repair only. Upon f/u with hospital, contact stated two instruments had left metal shavings at the surgical site. It was unk as to which instruments were involved. In both cases the joint was flushed, leaving no shavings in the body. No pt injury occurred.